Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a black powder came out of the device, and the distal end was loose during reprocessing involving an olympus ultrasonic bronchofibervideoscope. There was no patient injury reported.